Manufacturer narrative:
Additional information: g3, h6 correction: b1, b2(removed), h1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h3. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the intestinal wall showed cooked by the attached cable. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: position instrument cords to avoid contact with the patient or other cords. Do not wrap cords around metal objects. This may induce currents that can lead to shocks, fires, or injury to the patient or surgical team. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, d3 (mfg name and address), d4 (UDI#), g3, h3. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the intestinal wall showed cooked by the attached cable. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, when the surgeon removed the left-sided bladder pillar during the cystectomy after exactly 10 activations, the surgeon noticed foaming between the small intestine and the attached ligasure cable out of the corner of my eye. The intestinal wall showed cooked by the attached cable. The surgeon immediately interrupted the sealing process and analyzed the situation. The branches were completely closed around the desired target (the left bubble pillar); the shaft was not attached anywhere; the cable lay over the injured area of the small intestine and was completely intact to the naked eye. The damage to the small intestine was an open area of 5-7 mm, followed by an elongated redness under the rest of the cable, which was probably also about to open. There was no other instrument for the damage, did not move anything. The surgical field was wet but not under water. During the procedure, the surgeon was called in to repair the damage to the small intestine in the form of a partial small intestine resection. Another ligasure device used successfully with the same generator. The procedure was extended for 30 minutes but completed. Photographs were received and showed that the intestine had a small hole.

Manufacturer narrative:
Additional information: g3, h3, h6. H3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that there was a device related burn. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9 (latest returned date), g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, when the surgeon removed the left-sided bladder pillar during the cystectomy after exactly 10 activations, the surgeon noticed foaming between the small intestine and the attached ligasure cable out of the corner of my eye. The intestinal wall showed cooked by the attached cable. The surgeon immediately interrupted the sealing process and analyzed the situation. The branches were completely closed around the desired target (the left bubble pillar); the shaft was not attached anywhere; the cable lay over the injured area of the small intestine and was completely intact to the naked eye. The damage to the small intestine was an open area of 5-7mm, followed by an elongated redness under the rest of the cable, which was probably also about to open. There was no other instrument for the damage, did not move anything. The surgical field was wet but not under water. During the procedure, the surgeon was called in to repair the damage to the small intestine in the form of a partial small intestine resection. Another d evice used successfully with the same generator. The procedure was extended for 30 minutes but completed. Photographs were received and showed that the intestine had a small hole.

Manufacturer narrative:
D10 concomitant product: forcetriad, forcetriad force triad energy platform (sn:(B)(6)) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, when the surgeon removed the left-sided bladder pillar during the cystectomy after exactly ten activations, the surgeon noticed foaming between the small intestine and the attached cable out of the corner of my eye. The intestinal wall showed cooked by the attached cable. The surgeon immediately interrupted the sealing process and analyzed the situation. The branches were completely closed around the desired target (the left bubble pillar); the shaft was not attached anywhere; the cable lay over the injured area of the small intestine and was completely intact to the naked eye. The damage to the small intestine was an open area of 5-7mm, followed by an elongated redness under the rest of the cable, which was probably also about to open. There was no other instrument for the damage, did not move anything. The surgical field was wet but not under water. The damage to the small intestine had to be repaired by the surgeon who was called in in the form of a partial small intestine resection. Another device used successfully with the same generator. The procedure extended for 30 minutes. Photographs were received and showed that the intestine had a small hole.